Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-13151. Both leads are being reported, since it is unknown which lead is related to this event. It was reported, the patient had lost stimulation coverage in her back and legs. She described the stimulation felt like it would turn on and off without prompting. A sjm representative ran a full diagnostic, several of the contacts were invalid, reprogramming with the existing contacts did not cover the patient's desired pain area. Follow-up is pending. Surgical intervention may be take at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.